Manufacturer narrative:
(B)(4).

Event description:
It was reported that myopotential oversensing was observed. Programming changes were recommended.

Event description:
New information received indicates that the recommended programming changes were made. The patient was stable.